Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid-right coronary artery (rca) that was 80% stenosed with no tortuosity and no calcification, and the left anterior descending (lad) artery that was 95% stenosed. A xience xpedition stent was successfully implanted in the lad. Another 3.5 x 23 mm xience xpedition stent delivery system (sds) would not cross the ostium of the rca. The sds was pulled out and it was noticed the stent had dislodged from the balloon. There was no resistance felt during retraction of the sds. The sds balloon was being used to remove the dislodged stent; however, the stent implant could only be pulled to the femoral artery. The stent implant remains in the patient. The patient was kept in the critical care unit for 24 hours for observation; however, no extra medication was given. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist who concluded the following: the unintended loss of the stent from the delivery system is confirmed.